Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the left ventricular - lv lead, it was noted that the lead exhibited advancement failure and could not be flushed. The lv lead was not used and was replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of failure to advance was not confirmed. As received, only the connector portion of the lead was returned in one piece. Unable to perform catheter insertion test due to the partial condition of the lead as received. Visual and electrical analysis was normal with no anomalies found except for procedural damage.

Manufacturer narrative:
The reported event of failure to flush and insert saline solution was confirmed, while the event of failure to advance lead in catheter was not confirmed. As received, only the connector portion of the lead was returned in one piece. Visual examination found blood throughout the lead body, while the guidewire insertion test found an obstruction at the distal portion of the lead. The cause of failure to flush and insert saline solution was isolated to the inner coil being clogged with blood/body fluids. Further visual examination and electrical testing found no anomalies except for procedural damage. Correction: g2 - distributor should have been selected.